Event description:
Information received indicating cadd ms3 pump was asking for a code. The pump was troubleshooted, but it still asked for code. The patient was not able to use the pump. The patient was not reporter stated that the it is unknown if the reported event occurred while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.